Event description:
It was reported that the screw fractured inside the implant and the implant fractured as well. Implant put to sleep won´t be returned for investigation. This complaint refers to the fracture implant.

Manufacturer narrative:
Zimvie complaint number (B)(4) a1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D6: d6a. If implanted, unknown. D10. Concomitant medical products. Mhlas, scr replace friction-fit gold & ti abut int hex lot unknown. E1: reporter email address unknown / not provided.